Manufacturer narrative:
(B)(4).

Event description:
It was reported that the filter bag was left open upon removal. Vascular access was obtained via femoral artery. The target lesion was located in the distal extracranial internal carotid artery (ica). A 190cm filterwire ez¿ was selected for use. During the procedure, the filter was then positioned at the target lesion and the torque device was tightened at the valve of the hemostatic adapter keeping the wire in position during the filter deployment. The delivery sheath was removed with difficulty after several attempts and a strong pulling force; however, the wire developed several kinks within the hemostatic adapter hence the delivery sheath was not removed. The adapter was then detached from the catheter and the open filter was pulled back into the guiding catheter through the stenosis. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned inside the delivery sheath with the filter deployed. Device analysis revealed evidence of body fluids inside the sheath. From 54 cm approx. To 70 cm approx. The device has several kinks and bends. The spring tip is bent, stretched and curvy. Dimensional inspection of proximal, medium and distal end shows outer diameter are within specification. Spring tip outer diameter was not measured due to the device condition. Functional inspection not performed since the wire is kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the filter bag was left open upon removal. Vascular access was obtained via femoral artery. The target lesion was located in the distal extracranial internal carotid artery (ica). A 190cm filterwire ez¿ was selected for use. During the procedure, the filter was then positioned at the target lesion and the torque device was tightened at the valve of the hemostatic adapter keeping the wire in position during the filter deployment. The delivery sheath was removed with difficulty after several attempts and a strong pulling force; however, the wire developed several kinks within the hemostatic adapter hence the delivery sheath was not removed. The adapter was then detached from the catheter and the open filter was pulled back into the guiding catheter through the stenosis. The procedure was completed with a different device. No patient complications were reported.